Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when they press the power button the unit will not power on. This was identified as a 35 v failure. A 35 volt failure would result in a vent shutdown and loss of ventilation. No patient involvement reported.

Manufacturer narrative:
.